Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. However, because different, confirmed complaints of devices from the same lot leaking from the port seal were identified, this complaint will be confirmed. The cause was determined to be a machine or equipment error during the manufacturing process. In order to address and further investigate this condition, a CAPA was opened and investigations are ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an oxygen barrier (multilayer) parenteral nutrition container leaked. The reporter stated that the bag was leaking near the port seal. This was identified during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.